Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a patient regarding an implantable pump being used to deliver fentanyl and another unknown drug. She knows she had fentanyl and believes something about a numbing agent and a muscle relaxer, maybe baclofen but she was not sure but she knows there were 3 things in it. She is on baclofen now. It was reported that she moved in 2007 and where she moved there was no one who could fill the pump, therefore it became non-viable. It started beeping because she wasn't filling it and it kept beeping until it was removed in (B)(6) 2014. After the pump was removed, the doctor told her that it had rubbed a hole in her spinal cord (she did not know about this before he told her) and she would potentially leak spinal fluid and she did end up leaking and got a huge hematoma that was so large they did 3 layers of stitching in her stomach. It did leak and she went back 2 or 3 days later and the left side of her stomach was like she was pregnant and it was full of fluid and blood. The healthcare professional (hcp) offered to go in and remove the fluid or let her body to reabsorb it and she chose to let her body absorb it and after 6 months, the body was normal again. The patient was redirected to their healthcare provider to further address any issues she has.